Event description:
Noted blood to balloon pump tubing. Balloon pump placed on standby. Balloon pump removed by md. Manual pressure to right groin applied by md. Femstop device placed. The balloon pump was also used along with the catheter. The balloon pump serial number for reference is (B)(4). Dates of use: (B)(6) 2018. Diagnosis or reason for use: stemi. Is the product compounded? No. Is the product over-the-counter? No.